Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bite is off, they notice gum recession. Their dentist recommends ceasing treatment. No further information is available.